Event description:
During a percutaneous transluminal angioplasty there was a balloon rupture while dilating the anterior tibial artery. There were no anomalies noted during product inspection or when prepping device. There was heavy calcification, mild vessel tortuousity and 75% stenosis present. An indeflator was used for inflating balloon however the report indicated that at about 2 atm the balloon ruptured. There was no balloon leakage observed. There was no separation of any balloon part, no vessel dissection or delfation difficulty reported. The balloon was withdrawn without difficulty and exchanged for another balloon to end procedure successfully. There were no adverse consequences to the pt. As per contact, there are no additional pt, vessel, lesion, or procedural info available.